Event description:
It was reported that the pt's hearing sensation has decreased over a time period. An increasing number of electrode channels in status hi was observed during testing. No ground path impedance was measurable in the end. The pt was explanted on (B)(6) 2011.

Manufacturer narrative:
The device has been explanted and has been returned to (B)(4) where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.